Event description:
It was reported that the pt underwent a ruptured quad surgery on 08/28/1998. Pt returned in march of 2000 for re exploration of the surgical site. Physician stated that at each site of surgical suture, physician noted a suture abscess. These sutures were removed and corrective surgery was performed. Cultures were positive for pseudomonas ssp. And candida parapsillosis. Pt was placed on 6 wks of post operative antiblotic therapy, cipro and flucan. Currently, the pt is recovering with no indications of recurrence.